Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range shock impedances on a competitor's right ventricular (rv) defibrillation lead. An x-ray did not reveal anything abnormal. The shocking vector was changed from a triad configuration to the rv coil to can configuration. The shock impedance values in the revised configuration returned normal values. The physician was satisfied and no surgical intervention is planned. No adverse patient effects were reported. Device remains in service.